Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02898). This MDR resubmission now reflects the correct product registration number.

Event description:
The customer reported a high rate of dim display on their lvps while performing pm. There was no patient involvement.

Event description:
The customer reported a high rate of dim display on their lvps while performing pm. There was no patient involvement.